Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the event was reported through channels external to boston scientific we were not able to perform good faith efforts for more information.. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced pericardial effusion. After the case was successfully completed an effusion was identified through intracardiac echocardiography (ice) imaging. A pericardiocentesis was performed and the patient was monitored. No further information regarding the patient's status was provided but the physician believed that a perforation likely occurred. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.